Event description:
It was reported that during the implantation of a pacing lead that curve distortion occurred on the stylet. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): j-form out of spec; the analyst noted that there are bends in the stylet at various locations throughout. It cannot be determined at this time when or how these bends occurred.